Event description:
Infusion tubing on pulmonary artery (pa) line became detached at the side arm port of the sheath. Patient called out feeling "wet" and that was when the nurse discovered that the tubing had detached. Immediately placed pressure over the dressing and patient was then placed in trendelenburg position and the pa catheter was removed. No patient harm. Manufacturer response for fast-cath hemostasis introducer (8.5fr), fast-cath hemostasis introducer (8.5fr) (per site reporter). Stated they are performing an investigation on the device and our remaining shelf stock.